Event description:
It was reported that a caller experienced an issue with a pump, causing the pump to become overheated and hot to the touch. No temperature alarms were recorded, and the pump was not charging at the time of the issue. The pump was still functional and this was the first report of the problem. There was no adverse impact to the customer¿s blood glucose level. The caller was advised to monitor the system and call back if the issue recurred.